Event description:
New information received noted that the lead was fractured and during the revision procedure, there was difficulty in inserting a stylet.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces; connector portion measured 11.0 cm while distal portion measured 47.0 cm. X-ray examination did not find any indication of conductor fractures. Electrical testing found an internal short between the ring electrode and right ventricle shock coil. The cause of the reported events of noise and inappropriate shock was isolated to the internal insulation abrasion at 6.7 cm to 6.8 cm from the distal tip exposing the ring electrode etfe cables coating. Stylet was inserted through the proximal end of the lead and was restricted at the connector region due to the inner coil clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received two inappropriate shocks due to right ventricular lead noise over-sensing. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.